Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient desired more effective stimulation coverage in his foot. Subsequently, the patient underwent surgical intervention where the lead was revised. It was noted the lead was originally at t9. However, during the procedure, the lead was placed retrograde to t11. Follow-up information revealed the patient reported effective stimulation coverage postoperative.